Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product

Event description:
Caller indicated the relion confirm meter was giving variable readings. Meter readings are jumping around all over. He has gotten a 42 then 447 then 352 within 5 minutes. He is on insulin so fairly sure his sugar should not be jumping around. When he got the high and low he tried other meter and it said 135. His technique is ok, does not always use new lancet, storage ok, not doing ast and letting strip suck up the blood. Controls not used. Replacing product and sending control solution. Called customer back to verify timeframe and he stated the test time was 5 minutes apart and he got 173, hi and then 387. He had no symptoms at the time and didn't take any medication. Stated he got the replacement meter and that meter works fine.